Event description:
It was reported that the right ventricular lead exhibited a malfunction and is under class 1 recall. The type of malfunction was not specified. The lead was successfully capped and replaced. There were no known complications to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).